Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed welts under the electrodes from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest equipment. Follow up indicated that the patient's family member who is a nurse advised the patient to use benadryl. The patient confirmed the skin irritation improved.